Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of 4.5 mm driver bit on the torque wrench was fractured during surgery.